Event description:
It was reported that the battery prematurely depleted and was replaced. The healthcare provider (hcp) believed the battery should have lasted a few more years and wanted diagnostics. The battery was in continuous mode while in use. The patient recovered without sequela and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, serial (B)(4), found the battery was at normal end of life with no telemetry or output. No electrical anomalies were found with the hybrid circuit that would have cause premature battery depletion. A longevity estimate based on the reported settings indicated an expected life of 34 months; the ins was implanted for approximately 52.7 months. There was no significant anomaly.